Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing, resulting in long pauses in pacing. Wide variations in the r-wave sensing were observed in this pacemaker dependent patient. An invasive revision procedure was performed and this lead was surgically abandoned. A new rv lead was implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.